Manufacturer narrative:
D.9 updated as the pump was returned for investigation. H.10 statement about d.9 product returned was inadvertently omitted from the previously submitted manufacture device report number 1220648-2024-13635.

Manufacturer narrative:
The investigation of low pump flow has been completed. After about five minutes into impella cp support during peel-away sheath to repo sheath exchange, the impella was inadvertently pushed in too deep and triggered an "impella in ventricle" alarm. They noted on fluoro that the entire pump cannula prolapsed in left ventricle apex, and there was a noticeable kink in the proximal cannula when they pulled the pump back into the correct position. The flows were then greatly reduced to two liters per minute after repositioning, but the flows did not recover in the next five minutes, so the decision was made to explant and replace pump. The field data logs confirmed the alarm and resulting repositioning as well as low pump flows following the repositioning. The product was returned and evaluated. The cannula did not have any significant deformation, but the clinical details confirm temporary kinking during the case. The low pump flow was not reproduced in the lab. Therefore, the root cause of the low pump flow was most likely a kinked cannula.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and the impella cp was pushed in too deep during the sheath exchange. The entire impella cp cannula prolapsed in the left ventricle. When the pump was pulled back, there was a noticeable kink in the cannula. The flows reduced to 2 liters. The position of the pump was optimized. However, the flows never recovered. The pump was replaced and the patient survived the event.